Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) was inserted into the femoral vein but due to the heavily calcified vein, the physician had to use force to advance the sgc. Once the sgc had crossed the septum, it was noted that tip of the sgc looked abnormal. The sgc was removed. Outside the patient anatomy, the sgc soft tip was noted to be torn. It was confirmed there was no material detachment inside the patient anatomy. A new sgc was prepared and inserted with no issue. A clip delivery system (cds) was advanced to the mitral valve and grasping was performed but one of the gripper arms did not come down. Independent grasping was performed but with the same results. The cds was removed from the patient anatomy without issue. The cds was tested outside the patient anatomy and gripper arm came down slightly and then tested again and failed to drop. The gripper arm was not functioning properly. A second cds was advanced and grasping was performed but was difficult due to the coaptation gap of the leaflets. A good grasp was made but mr was not reduced significantly. The physician decided not to deploy the clip as additional attempts to reduce the mr could cause damage to the valve. Therefore, the cds was removed and the procedure was aborted. Mr remained at 4. There was no tissue damage noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.